Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a touch contamination mistake made by the patient. Six days after the onset of peritonitis, the patient was hospitalized for sepsis. The sepsis was due to the peritonitis. The patient was treated with unknown antibiotics (route, dose, frequency, and duration not reported) for both the peritonitis and sepsis events. Dianeal and extraneal therapies were discontinued, and the patient switched to hemodialysis. At the time of this report, the patient was recovered from both conditions and was discharged from the hospital fifteen days after admission. The patient was not re-trained on proper aseptic technique. No additional information is available.